Event description:
The pharmacist contacted lfs (B)(4) alleging an issue with the patient's verio pro meter. The pharmacist was unable to let the agent know what was wong with the meter. The pharmacist did not report that the patient exhibited any symptoms or sought any medical attention due to the reported issue. Reporter did not have the meter available at the time of call to troubleshoot. The complaint is being reported due the alleged issue was not resolved over the phone.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.